Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an issue with "disconnected alaris pump," which was attributed to user error according to the customer. There was no information on patient involvement. Although requested, no additional information was provided.